Event description:
A power source alert 07 was reported, and the caller was unable to resolve the issue through various troubleshooting steps, including trying different wall adapters and charging cables. The caller declined to answer if their blood glucose level exceeded 500 mg/dl, so there was no information on the impact. As a corrective action, it was decided to replace the pump, and the customer switched to multiple daily injections as a backup therapy.